Manufacturer narrative:
Patient weight not provided. Exact date of implant was not provided. Serial number not provided. Approximate age of device- 2 years, 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) in (B)(6) 2016. It was reported during 90 day patient updates that the patient expired. No cause of death was provided at the time of expiration. Additional information requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the patient's expiration due to multisystem organ failure cannot be conclusively determined. Infection is listed in the heartmate ii instructions for use (IFU) as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions in regard to preventing infection are outlined in various sections of the IFU. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient expired from multi-organ failure related to chronic fungemia and new bacteremia. The family declined an autopsy therefore the device was not returned.